Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which a fluid leak and air present in the system were identified. The cause of the fluid leak was suspected to be a hole in the cylinders. All components were removed and replaced with no patient complications.